Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. Analysis found no anomalies with the lead (s/n (B)(4)).

Event description:
Information was received from a health care professional via a manufacturer representative. It was reported that the stylet component would stick in the lead during insertion. Specifically, the doctor tried to place the stylet back into the lead after its removal from the package. When the doctor then tried a different stylet they could not advance it all the way. Numerous stylets were tried but none would go all the way in the lead. This occurred just prior to the trial procedure during its preparation on the day of report and was never inserted into the patient. There was no patient harm reported during the event.